Event description:
It was reported that insulin gauge displayed fill amount that was much lower than what customer expected, with pump showing 0 units instead of 200 units and similar discrepancies reoccurring over four days, though issue was not happening at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and no additional corrective actions or outcomes were documented.